Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the caller would be meeting with the patient tomorrow and wanted to review how to perform a physician mode recharge (pmr). It was reported that the event date was (B)(6) 2016. The caller was made aware on the date of the call. It was asked but unknown when the caller¿s coworker (another manufacturer representative) was made aware of the issue. No allegation for overdischarge was made at this time. Additional information was received on 2017-03-23 from a manufacturer representative reporting that the battery was overdischarged and was unable to be trickle charged. The patient was scheduled for a replacement on (B)(6) 2017. Additional information was received from another manufacturer representative on 2017-03-24 reported that the patient had been seen and was charging [approximately.] It was reported that the patient was using their scs and doing very well. These two reports from the manufacturer representative are contradictory. With follow-up, it was confirmed that the patient was having a replacement on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.